Event description:
The following has been reported: biomed reported: (B)(6). Received at depot. Confirmed pump problem. Sticky pins due to soil build up. Pump needs to be opened and replace lip seals and cleaned. Replace loading pin lip seals. Replace fva lip seals. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing. Final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 18:30 (B)(6) 2026. Pulled from heratherm @ 06:30 (B)(6) 2026. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety - passed. Provision pump to mayo server. Return to service. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.